Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes the rubber stopper popped out. No patient impact was reported. The following information was provided by the initial reporter: on (B)(6) 2023, when the nurse was collecting blood, the rubber stopper of the vacuum blood collection tube (yellow cap) popped out, which could easily pop out the blood collection needle. Replacing the blood collection tube for blood collection did not have any adverse effects on the patient.

Manufacturer narrative:
H.6. Investigation summary: catalog number: 367986. Batch number: 3116899. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. No customer photos or customer samples were received for review and analysis. In addition, 29 retain samples were sent to franklin lakes for appropriate testing for stopper creepout/ stopper pop off. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 29 samples resulting in 2nd stopper creepout/ stopper pop off. Therefore, bd is unable to be confirmed based on retain sample testing results. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to the customers reported defects. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes the rubber stopper popped out. No patient impact was reported. The following information was provided by the initial reporter: on october 5, 2023, when the nurse was collecting blood, the rubber stopper of the vacuum blood collection tube (yellow cap) popped out, which could easily pop out the blood collection needle. Replacing the blood collection tube for blood collection did not have any adverse effects on the patient.